Event description:
Falsely high advia centaur intact pth (ipth) test results were obtained by the customer and were considered discordant when compared to sample dilution testing results and an alternate test method result. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur ipth result.

Manufacturer narrative:
The cause for the discordant advia centaur ipth results is unknown. A siemens field service engineer visited the customer site for system inspection. The fse performed a total service call, ran a mini precision test and found no issues that would have contributed to the discordant advia centaur ipth results. Quality controls are within acceptable range. Patient's clinical history is unavailable. No conclusion can be drawn. The instrument is performing within specification. The information for use (IFU) under the limitations section: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Interpretation of intact pth values should always take into account serum calcium results and the interrelationship between these two elements in various disorders involving pth and calcium. It is recommended that the intact pth results should always be interpreted with caution and with consideration of the overall clinical manifestations even when used in conjunction with calcium values."